Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report # 3004485144-2017-00145.

Event description:
It was reported that the variable retractable sleeve was set at 40 mm depth via a depth guide sleeve. While the surgeon was advancing the awl, depth guide sleeve slipped and the awl advanced to a 60 mm depth. There was no harm to the patient and no delay. This is report 2 of 2 for this event.